Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the machine was a ¿life saver but it is not working like it was.¿ the patient had to turn stimulation from 2 to 8 to feel it and also had to recharge more often. At first she would recharge every 7 days and had a little left. Then about three months ago it went to about every four days, and now it was every 3 days. She only had three settings, and she turned the other two down and only used one. If she could not feel it she would lean and could feel it. Lately no matter where she leaned she was not able to feel it. The patient was not recently reprogrammed or switched to a new group. The patient recently had the need to increase parameters. There were no previous overdischarge events. When it changed from charging every 4 days instead of 7 she had not changed the settings. The patient would charge the implantable neurostimulator (ins) to 100% full. The patient would charge on the skin, didn't use adhesive discs or the belt, and she got all 8 bars. There was no trauma or fall that could be related to this issue. The issue started last 2.5 to 3 weeks ago. Additional information from the health care professional (hcp) on (B)(6) 2016 reported that the trial was on (B)(6) 2015, the permanent implant was done on (B)(6) 2015, and the post-operative appointments were on (B)(6) 2016 and (B)(6) 2016. The patient had not called the hcp since then. Manufacturer records contradict the reported implant date and show that it was recorded as (B)(6) 2015. Additional information was received from a health care professional (hcp) on (B)(6) 2017. The hcp office was concerned that the patient was charging daily rather than weekly. The hcp was concerned that this may adversely affect the ins. The calling hcp office did not manage the patient¿s implantable neurostimulator (ins) and did not have a clinician programmer. It was recommended that if there were concerns regarding recharging frequency the patient should contact their managing hcp. There were no patient symptoms reported. No further complications were reported.